Manufacturer narrative:
The device was analyzed and no high current drain sources on the hybrid were found throughout testing. The battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not be determined.

Event description:
It was reported that the device's battery voltage dropped in the last two months. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The lead was capped.